Event description:
The procedure performed was a post cervical laminectomy and the pt was positioned in the prone position. The following details were given regarding the incident: "mayfield skull clamp did not hold skull firmly in place resulting in a skull laceration". The skull clamp was removed and the laceration was closed.